Event description:
Additional information provided: "the implant still with patient, we don't know that he would return to us or not." Patient outcome was good.

Manufacturer narrative:
If any additional information is provided, a supplemental report will be submitted.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that the nail was defective and resulted in osteolysis. No additional information is available.